Manufacturer narrative:
H2, additional information: section e updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was giving a localizer faulted messaged in the application. While troubleshooting it was noted that the complementary metal oxide semiconductor (cmos) battery was installed in 2019 and there was no camera replacement since. The manufacturer representative (rep) was directed to run the network device interface (ndi) toolbox on site the following week prior to cases. No patient present. The representative confirmed via ndi that the cmos battery was root cause,

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #:(B)(6), ubd: , UDI#: camera cart 9735670 stealth s8 basic serial number (B)(6) onsite functional and visual examination was performed by a manufacturer representative. The camera was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The camera was returned for analysis. The returned positioning sensor unit (psu) has scratches on the housing and lenses. Event logs report intermittent faults indicating illuminator voltage measured lower than recommended operating voltage dating back to (B)(6) 2025. There was a battery voltage low message, along with bump detected and storage temperature exceeded alerts. The psu failed an accuracy test (aak) at .287mm, with a passing threshold of 0.250mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.